Manufacturer narrative:
Findings: unable to prime during the prime test due to protruded/loose drive support disk. Pump received with minor scratched display window, cracked reservoir tube lip, scratched keypad overlay and scratched reservoir tube window. (B)(4).

Event description:
A customer reported via phone call indicating that their insulin pump has a priming anomaly. The patient's blood glucose level was unknown at the time of the call. The customer stated that they are unable to exit the "preparing to prime" loop on the insulin pump. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.